Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and visit to emergency room for high bgs found on 29-jun-2025 (per ss event date). However, as per sap/customer's note: customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and visit to emergency room for high bgs found on 20-jul-2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08720 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/07/2025 to 01/22/2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the ss event date of 29-jun-2025 and sap/customer's note with event date of 20-jul-2025. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the ss event date of 29-jun-2025 and sap/customer's note with event date of 20-jul-2025 in the formatted history file. There was no data available to verify no delivery alarm/insulin flow blocked alarm on the ss event date of 29-jun-2025 and sap/customer's note with event date of 20-jul-2025 in the formatted history file. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.35 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and experienced hyperglycemia with blood glucose value of 538 mg/dl. The customer visited the emergency room to treat the reported hyperglycemia. The customer reported hyperglycemia was treated with manual injection, insulin pump and insulin shot. The customer reported headaches, increased thirst, and frequent urination at the time of hospitalization. The event involved product(s) mmt-395, mmt-332a, mmt-1780kpk, mmt-399a. Troubleshooting was performed. The customer has been using the insulin pump system within 48hours of reported high blood glucose event. The auto mode feature was not active at the time of the event. The customer reported bent cannula. The customer reported an issue with their infusion set serter. Customer does not report damage to the serter. The issue was not resolved after reviewing serter IFU information. No further patient complications were reported. No product return is required for mmt-395, mmt-332a, mmt-1780kpk, mmt-399a.